Event description:
It was reported by repair work order that the customer alleged the cot dropped. It was identified by the technician that the center weldment flange bearings were missing. Repaired and returned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.